Event description:
Patient in cath lab for emergent balloon valvuloplasty. Access obtained in left femoral artery with 12fr sheath placed. Due to the large sheath size the preclose (2 perclose) technique was attempted. The first perclose was deployed and the second perclose broke leaving the black portion of the device in the femoral artery. Manual pressure was applied for approx 1:20 min then patient was transported to surgery for removal. FDA safety report ID # (B)(4).